Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed external cannula tear is related to action (B)(4) locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available

Event description:
A malfunction was found in the investigation for the original report of leaking during wear at the infusion site (abdomen). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 270 mg/dl while wearing the pod between 1 and 4 hours.